Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the qsyte separated and blood leakage occurred at adapter with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, due to the need for treatment, the indwelling needle was used for the patient for infusion. On (B)(6) 2019, during the infusion process, the family members found that the connection between the indwelling needle ext. Tubing and y-port fell off, causing blood to flow out, and the patient and family members were anxious. The nurse immediately gave the indwelling needle to seal the tube clamp and then pulled out the indwelling needle. And comfort patients and their families.

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9168759. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use the qsyte separated and blood leakage occurred at adapter with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, due to the need for treatment, the indwelling needle was used for the patient for infusion. On (B)(6) 2019, during the infusion process, the family members found that the connection between the indwelling needle ext. Tubing and y-port fell off, causing blood to flow out, and the patient and family members were anxious. The nurse immediately gave the indwelling needle to seal the tube clamp and then pulled out the indwelling needle. And comfort patients and their families.